Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for multiple assays on an e601 analyzer. Of the mentioned assays, the erroneous result for testosterone (testo) is reportable as a malfunction. The sample initially resulted as 5.07 ng/dl and this value was reported outside of the laboratory to the patient. The doctor called and questioned some of the patient results, so the sample was repeated and a new sample was collected from the patient for confirmation. The sample was repeated on (B)(6) 2016, resulting as 198.7 ng/dl. The repeat result was believed to be correct and was reported to the patient. The new sample collected from the patient resulted as 162.4 ng/dl on (B)(6) 2016 and this result was also believed to be correct. The patient was not adversely affected. The testo reagent lot number was 187861. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A possible root cause is poor sample quality as indicated by frequent sample quality related alarms on the day of measurement. Calibration and quality controls were within specification. A general reagent issue is not evident.